Event description:
During a pci procedure, removal difficulties of the maverick2 were encountered. The lesion being treated was a calcified, 99% stenotic lesion in the lad. During withdrawal of the maverick2 balloon catheter, after having carried out a kissing balloon technique, the dr was unable to remove the maverick2 balloon catheter from the 7f mach 1 fl3.5 guide catheter. The maverick2 balloon catheter and guide catheter were removed as one without incident. No pt injuries or complications were reported.